Event description:
A pt burn occurred during a tonsillectomy procedure. The burn was small and not treated. The coating on the electrode had peeled away at the mid section. The damage caused a direct current pathway.